Event description:
Customer alleged wheel lock fell off chair one month after purchase. The replacement wheel locks that were installed were so tight, they cannot be used. Customer also alleged the arms and back canes are wobbly. No injury alleged.